Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 08-nov-2017, UDI#: (B)(4). (B)(4) applies to interstim ii and product ID: 3889-28. (B)(4) applies only to product ID: 3889-28. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had been to the health care professional (hcp) two times because it was not working right. The patient stated that she was seeing something new on her patient programmer (pp), two batteries in the top row when she used to only see one. The patient noted that it was not working right and she was concerned and not happy that she could go through 5-6 extra absorbent depends a day. The patient mentioned that when she made a change to her setting, she felt stimulation, however, when she put the pp away she no longer felt stimulation. It was reported that this was the second one they put in. The patient stated that the first one somehow a lead wire got broken off, probably in a fall, or something like that. The patient clarified that her hcp told her she had about 5 years yet. Troubleshooting attempts were made and the patient synced during the call and was on program 3 at 2.0. The patient tried to increase but was getting the upper limit icon. It was also noted that the patient has had some falls. The patient was redirected to their hcp. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that when the unit came on it showed battery low, the patient would feel the pulse/vibration, but when they removed it from the battery area, there were no more pulse/vibration. The patient stated that the cause was not determined but it could be from a couple falls on the butt area of the battery and the patient confirmed that no x-rays had been taken since the falls. The patient also mentioned that her health care professional suggested botox or catheterizing herself to resolve the issue. The patient reported that the lead #3 became disconnected and the patient believed they put in a whole new device, but the patient would like a resolution and not botox. The patient noted that she uses 18 plus depends per week. There were no further symptoms or complications reported or anticipated.